Event description:
It was reported that a home patient's (hp) dog bit a hole in the patient line causing air to enter the line during drain 1 of 4, while the hp was connected. The hp was going to start the therapy over using all new supplies but needed assistance with ending the therapy on the homechoice (hc). The technical service representative (tsr) assisted the hp with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for an air in tubing (without alarm) error, where the home patient's (hp) dog bit the patient line. The cause of the reported issue was determined to be animal damage. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set and to not perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.